Event description:
It was reported that this patient's left shoulder was revised approximately 5 years post initial operation. This was a revision of humeral components. Surgeon believes poly dissociated, patient unsure how incident occurred. When devices were received, there was a visibly damaged glenosphere. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitants: (B)(6) - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) - 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-01 - eq rev glenoid plate. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 20-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. V - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit. Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. This disassembly likely also led to backside wear of the humeral liner. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.